Manufacturer narrative:
A purge cassette was returned for evaluation. No pump was returned for evaluation. Upon visual inspection, no abnormalities were noted. Purge cassette was connected to lab console and lab pump and purged for approximately 12 minutes and no alarms were noted and purge cassette was able to maintain normal purge pressure and purge flow. No data logs were returned for evaluation. Clinical details noted no leaks were observed in purge line in the field. Additionally, clinical team noted that patient was bleeding from non-impella sites and patient had tendency to bleed but it was not clear if increased purge flow was making bleeding worse. The root cause of the purge cassette leak cannot be determined as insufficient product and data logs was returned. The root cause of the access site bleeding - major is most likely due to patient condition which was unrelated to the impella. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11815. F6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported an 86-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that pump diplayed three purge pressure low alarms, there were no loose connectors or fluid leaking from the cassette so, the staff suspected fluid leaking inside the cassette. Additionally, the patient's circulation was stable however, there was significant bleeding from areas other than the impella access site, so it was decided to remove the impella on the same day. The doctor stated the patient had a tendency to bleed, and it is unclear whether the higher-than-normal amount of impella purge injected may have accelerated the bleeding. The impella was weaned and removed. The patient was reported as stable.